Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulation increases slightly whenever they are in a bath or submerged in water at least to the height of the ins site. Impedances were within normal limits and adaptive stimulation was ruled out as a cause. This does not bother the patient so no action was being taken at this time to address the issue. The issue was considered resolved. No further complications were reported.